Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. The product was returned for evaluation. An external visual inspection was performed and failed due to damage usb and pictures were taken. A receiver charge and boot test was performed and failed. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage and pictures were taken. Confirmation of the complaint was undetermined. The probable cause was not found. No injury or medical intervention was reported.